Event description:
A 3.5 mm x 20 mm sprinter rx dilatation balloon catheter was used to either pre-dilate or post-dilate an lad lesion. The lesion morphology was reported to be moderately tortuous with moderate calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon., the balloon ruptured at a pressure of 8-9 atmospheres. The balloon was successfully removed from the pt as one unit. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. A longitudinal tear was confirmed on the working length of the balloon running from distal of the distal marker band to approx half way into the balloon working length. At the proximal end of the tear there is a crease in the fold of the balloon. At this point the balloon material is creased and pinched. Please noted that this device is distributed outside the united states; however, it is similar to the united stated distributed product.

Manufacturer narrative:
Eval, results: pt's condition affected effectiveness of device (moderate tortuosity with moderate calcification and 90% stenosis) eval, conclusions: device failure/lack of effectiveness related to pt condition (moderate tortuosity with moderate calcification and 90% stenosis).